Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve, the device would not fire in firing mode. The reload was replaced and the same handle was used to complete the case. There was no patient injury.